Event description:
It was reported by the customer that a pyxis medstation system had an issue in getting medications. The customer stated that they are unable to access multiple stations, the medications cannot be selected on list dure to the gray out. The customer was not able to pull up any of the medication leading to a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an issue in getting medications. The customer stated that the problem has been resolved after investigating the issue. The system functioned as intended after the customer troubleshooted the device.